Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and adnexal torsion ('ovarian torsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (oophorectomy (unilateral) and surgery to remove essure, oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown and the adnexal torsion had resolved. The reporter considered abdominal pain, adnexal torsion, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for bleeding and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: confirmation test? Yes result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury were updated ovarian torsion, chronic pain/pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.